Event description:
It was reported to boston scientific corporation in 2008, that a leveen coaccess electrode system device was to be used for a lung radio frequency (rf) procedure in 2008. According to the complainant, before starting the procedure, the physician found that the coaxial introducer of the device was missing. No further information regarding pt complications or pt condition is available.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.